Event description:
Large ronguer broke on field, screw from middle of instrument came off and onto the field. Screw clearly seen and retrieved. Defective equipment taken off field and tagged/ put into case cart.reusable instrument. Sent out for repair.